Event description:
It was reported that during re-warming therapy, the unit temperature decreased rapidly (during therapy, blanket/wrap contact surface temperature not warm enough). There was patient involvement, but no reports of adverse consequences or clinically relevant delay in treatment.